Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.this MDR submission is a late submission. A CAPA has been issued.

Event description:
While using a byte night aligners, patient reports that their top teeth and bottom teeth do not align well when they bite on the left side. They also report that their front two bottom teeth are extremely loose.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.